Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 60 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged battery-incorrectly displayed issue could not be verified.